Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy on (B)(6) 2010. The patient was reoperated on and during this follow up exploratory laparotomy, it was discovered that the patient had a clean cut to her bowel. The surgeon opined that the device did not cause the cut in the bowel as the cut would have been a clean cut if the device had contacted the bowel. No additional information was available.